Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a hybrid layer capacitor (hlc) battery, designator bt3, from the analog pcb assembly. It was observed that bt3 was self-depleting to 0.426 volts. As a result the device would not remain powered on in order to charge and shock. The customer was provided with a replacement device.